Event description:
On (B)(6) 2025, it was reported that prior to an angioplasty procedure with the ultraverse 035 pta balloon, the catheter was allegedly broken. It was reported that another balloon was utilized to complete the procedure. There was no contact with the patient.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 pta dilatation catheter was returned for evaluation. Upon visual inspection, two kinks were noted to the catheter shaft. The balloon was clean and uninflated, no anomalies to the luers/y-body. No breaks were noted on the catheter shaft. No functional testing was performed as no breaks were present on the catheter. Therefore, the investigation is unconfirmed for the reported break as no breaks were present on the catheter. However, the investigation is confirmed for identified material deformation as kinks were noted to the catheter shaft. A definitive root cause for the reported break and identified material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, it was reported that prior to an angioplasty procedure with the ultraverse 035 pta balloon, the catheter was allegedly broken. It was further reported that another balloon was utilized to complete the procedure. There was no contact with the patient.